Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 496 mg/dl and the customer delivered a bolus of insulin using another pump to address the bg level. The customer changed the supplies to the pump. Tandem technical support was unable to perform a system check with the customer as the supplies to the pump had been changed; however, was able to assist the customer with the fill tubing process.